Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unspecified spinal surgery when the cage was being hammered into the patient the rear of the implant (the portion that connects to the inserter) cracked and became useless. The broken implant was extracted and a replacement was provided in order to continue the surgery. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.